Event description:
It was reported that the pt's stimulation was not working correctly and he experienced a shocking/jolting sensation. There was also a concern that the device was eroding through the skin (not confirmed). Further info was requested.

Manufacturer narrative:
(B)(4)